Manufacturer narrative:
It was reported to abbott, a rep met with a patient and found their ipg was inoperable. The ipg was replaced without complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's scs ipg was at end of life. Surgical intervention was undertaken on (B)(6) 2024, where in the patient's ipg was explanted, replaced, and therapy was restored.